Event description:
The customer called and reported that the sensor needle broke off in her skin, upon removal. Customer's blood glucose was 250 mg/dl. The customer also stated the sensor readings had been off when compared with blood glucose and she was having issues pressing the button on the serter. The customer was advised the sensor would be replaced and agreed to return the product for analysis..

Manufacturer narrative:
Inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor failed for high readings. Also found cannula bent, unable to confirm if customer received sensor in said condition due to customer returning it opened/used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.